Event description:
The customer contacted baxter's technical service center (tsc) because the caregiver (cg) was requesting assistance to end therapy. The cg stated that the supply bag had become disconnected. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted hp on (B)(6) 2012 regarding the connection issue. The hp stated that he thinks the separation was due to not connecting the supply bag properly. Per hp, there were no defects on the supplies. The hp said as soon as the they saw the bag come off they stopped therapy and called. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.

Manufacturer narrative:
(B)(4). This complaint for connection issue is confirmed because it was reported under the activities section that the connection to the supply bag was left loose. The assignable cause code was use error - incomplete connection. A labeling review found the labeling to be adequate for the use/user error identified in this incident.